Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees, that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp device was inserted via the left femoral artery in a 71-year-old female patient presenting for high-risk percutaneous coronary intervention (hrpci), scai shock stage a, with a history of known coronary artery disease and diabetes mellitus. During implantation, the physician reported difficulty advancing the pump. Upon removal, the catheter was noted to be kinked. The implanting physician acknowledged that the impella sheath had not been fully inserted initially. The sheath was removed and replaced with a new impella sheath, which was fully inserted. A new impella cp device was subsequently inserted successfully approximately five hours after the initial attempt. The reported events are difficult to advance, product damage, device revision or replacement, and hemodynamic instability. The device will be conservatively reported for serious injury due to temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no consequence to the patient, and support was resumed without any known adverse events.

Manufacturer narrative:
Corrected information has been provided in d4 serial number. G1 corrected the manufacturer contact phone number. H3 updated the device evaluated by manufacturer. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the injury was not determined due to insufficient clinical details. The cause of difficult to advance was most likely patient condition related since the patient was obesity and had difficult anatomy of vasculature (pad/pv). The cause of pd-catheter-(twist, bent, kinked) was most likely patient condition related since the patient was obesity and had difficult anatomy of vasculature (pad/pv).